Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, non-sustained vt episodes that had been triggered by noise over the past year were observed. Considering the greater noise amplitude and low rate of occurrence, no programing changes were suggested. It was recommended to program on the secure sense and to continue to monitor the noise. The patient was stable throughout the device interrogation. The patient will continue to be monitored with regular follow-up.